Event description:
The recipient is reportedly experiencing vertigo. The recipient was diagnosed with fluid build-up in the inner ear. The recipient was prescribed a three-day course of meclizine and prednisone.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's vertigo has reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient was reportedly explanted due to poor performance, not vertigo. Poor performance and subsequent explant are being reported through medical device report # 3006556115-2015-00309. Advanced bionics is currently in the process of obtaining additional information regarding vertigo. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly elected to undergo revision surgery. There are no additional plans of medical intervention to treat the vertigo.